Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high¿ (specific value was not provided) and diabetic ketoacidosis. Reportedly, the customer was taken to the hospital and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged with no permanent damage; however specific date was not provided. Reportedly, the customer was using expired insulin. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Reportedly, customer continued using pump for insulin therapy.